Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va04h0k, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had issues during the procedures and with the permanent implant. The patient was stuck 4 to 5 times in their back, so they had to stay over and the patient was black and blue. The manufacturer representative performed the surgical procedure of the implant. The manufacturer representative tried 2 or 3 "punches" on the patient and then the patient's health care provider (hcp) said "let me try." At implant the first manufacturer representative didn't know how to implant so the patient had to stay another day. Then another manufacturer representative came to implant the patient. When the patient was recovered under anesthesia, the manufacturer representative was in a hurry because they had to go for another implant. The patient had no therapeutic effect and turned therapy off 4 months after implant. The patient stopped using the therapy due to never having any therapeutic effect. It didn't work and the patient wanted to have their device removed. The patient mentioned that their hcp wanted to take the ir bladder out. The patient had tried the device and botox and nothing helped. The patient was frustrated that they could only have an MRI of their head, but they were never told why. The feet and head were the same distance from the implantable neurostimulator (ins) and leads and the patient felt they should be able to have both. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.